Manufacturer narrative:
(B)(4)

Event description:
It was reported through remote transmission that post-sensed t-wave oversensing on the ventricular channel was observed on a stored egm. The patient was asymptomatic. The physician elected to not make programming changes and just continue to monitor the patient.